Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. The maintenance supervisor at the account stated he checks the lift monthly, but has never added weights as required in the preventative maintenance instructions in the viking m service manual (3en370401-17) to test the lift and sling bar. Hill-rom requested the return of the sling bar and attachments for additional investigation. The parts have not been received at the time of this report. Therefore, no further information is available on the repair of the lift at this time. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the sling bar came loose from the pivot sling bar center bolt during transfer of the patient from the bed. The patient fell to the floor. There was no patient injury reported after the doctor's examination of the patient. The lift was located in wing 3 of the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).